Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump was damaged. The device was not dropped or bumped. It did fall but it didn't hit the ground as it hung from the tubing. Customer's blood glucose was 7.2 mmol/l. The device had missing segments near the reservoir. No other damage or scratches on the device. The device is returning for analysis.

Manufacturer narrative:
The pump was received with a broken reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.